Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a patient received alerts for exceeded at/af burden, however there were no episodes of atrial tachycardia or atrial fibrilliation. Technical services confirmed an episode of at/af that began on (B)(6) 2016, therefore confirming that the alert for exceeded at/af burden was correct. Review of transmission by technical services also revealed undersensing of the atrial channel. Programming changes were recommended.

Manufacturer narrative:
The reported field event of atrial undersensing was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. It is believed that the device performed normally based on the programmed settings at the time of the event.

Event description:
New information received indicates that the device was explanted and replaced. The patient was fine.